Event description:
It was reported that the pt experienced a shocking/jolting sensation in her lower back and legs. This started after having an MRI of her head for a fall. The patient turned off her ipg the next day. She is in fair condition and was redirected to her healthcare provider. Further information is being requested from the hcp.